Event description:
Additional information was received that the lead was surgically abandoned approximately one month later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that an alert was detected for out of range right ventricular (rv) pacing impedance measurements. There have been no reports of noise or inappropriate therapies. The device tachycardia mode was subsequently turned off by the clinic nurse. The patient is currently wearing a life vest and a lead replacement is scheduled for next month. No adverse patient effects were reported.

Manufacturer narrative:
The investigation is ongoing. When additional information becomes available, this report will be updated.